Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having intermittent pain in the left shoulder for 1-2 weeks and was concerned it may be related to the device. The device remains in use. No further patient complications were reported as a result of this event.